Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The pt got the remote charged but could not get charge on the stimulator around their body. Pt could not charge the implant. The pt was unable to get MRI. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that about 6-7 months ago, the patient stopped using the implanted neurostimulator because it wasn't working. Pt reported pt was  having terrible headaches and had clogged arteries in their legs and they were worried about blood clots so they were going to have a head MRI done. Caller said that the patient fell and broke 6-8 rods. Patient's doctor did a CT scan, but the device hadn't been working before that very well at all so they decided to turn the device off. Agent asked, caller clarified the stimulator did not really work to treat patients pain symptoms ever since first being implanted. Agent redirected caller to healthcare provider. Patient reported that they have headache, back pain severe, and neck pain doctor wanted to do MRI but can't because they can't get charge to stimulator. Not able to do anything because cant turn implant to MRI program for us during MRI. Issue not resolved.   [See 708425339 for controller issue]